Manufacturer narrative:
Additional information received on september 28, 2017.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex¿ esophageal fully covered stent was implanted to treat an esophageal stricture during a stent placement procedure performed on (B)(6) 2017. The patient had a history of lung cancer and congestive heart failure. On (B)(6) 2017, the patient was diagnosed with an esophageal stricture and was hospitalized; an esophagogastroduodenoscopy (egd) was performed. On (B)(6) 2017 a wallflex¿ esophageal fully covered stent was implanted to treat the stricture. On (B)(6) 2017, two days post stent placement, the event was considered recovered/resolved and the patient was discharged from the hospital on the same day. On (B)(6) 2017, the patient slipped and fell forward onto face. The patient presented to emergency with complaints of facial pain, left hip pain and epistaxis. On arrival, the patient also complained of sudden shortness of breath, heart rate increased to 160 and EKG revealed new onset of atrial fibrillation. The subject was started on cardiazem but poor control was achieved. Amiodarone was also started. On (B)(6) 2017, the patient underwent a chest computed tomography (CT), which revealed that the patent stent had collapsed. Reportedly, the proximal and distal esophagus adjacent to the stent were sub-optimally assessed due to the stent collapse. On this same day, the patient was found to be in acute hypoxemic and hypercapnic respiratory failure and was diagnosed with stage 4 non-small cell lung cancer. The patient was dnr and was transitioned into hospice care with palliative care consulted. Ativan and morphine were ordered for comfort. On (B)(6) 2017, the patient expired. Per the physician, the primary cause of death was non-small cell lung cancer. Additional information received on september 28, 2017. The date of the CT, which revealed that the patent stent had collapsed, has been updated from (B)(6) 2017.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 21, 2017 that a wallflex¿ esophageal fully covered stent was implanted to treat an esophageal stricture during a stent placement procedure performed on (B)(6) 2017. The patient had a history of lung cancer and congestive heart failure. On (B)(6) 2017, the patient was diagnosed with an esophageal stricture and was hospitalized; an esophagogastroduodenoscopy (egd) was performed. On (B)(6) 2017 a wallflex¿ esophageal fully covered stent was implanted to treat the stricture. On (B)(6) 2017, two days post stent placement, the event was considered recovered/resolved and the patient was discharged from the hospital on the same day. On (B)(6) 2017, the patient slipped and fell forward onto face. The patient presented to emergency with complaints of facial pain, left hip pain and epistaxis. On arrival, the patient also complained of sudden shortness of breath, heart rate increased to 160 and EKG revealed new onset of atrial fibrillation. The subject was started on cardiazem but poor control was achieved. Amiodarone was also started. On (B)(6) 2017, the patient underwent a chest computed tomography (CT), which revealed that the patent stent had collapsed. Reportedly, the proximal and distal esophagus adjacent to the stent were sub-optimally assessed due to the stent collapse. On this same day, the patient was found to be in acute hypoxemic and hypercapnic respiratory failure and was diagnosed with stage 4 non-small cell lung cancer. The patient was dnr and was transitioned into hospice care with palliative care consulted. Ativan and morphine were ordered for comfort. On (B)(6) 2017, the patient expired. Per the physician, the primary cause of death was non-small cell lung cancer. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.